Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2023.

Event description:
It was reported that patients ipg was not holding a charge. The patient underwent an ipg replacement procedure.

Event description:
It was reported that patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.